Event description:
The manufacturer of a contact lens care cup for use with 3 percent hydrogen peroxide systems received a report that a lens cup cracked. No patient injury occurred. Manufacturer is attempting to obtain lens cup for evaluation purposes.